Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a return of bladder symptoms the last week or so prior to the report, and they were implanted to help control. It was indicated that the implant helped control the patient's symptoms pretty well at first, but then they started to have a sudden return of symptoms. The consumer tried increasing the stimulation for the patient, and they ended up turning it up to a point that hurt them. They turned it back down to a comfortable level. It was confirmed that the implantable neurostimulator was on. It was noted that the consumer would talk to the healthcare provider about changing programs. They mentioned that the patient had fallen and broken their wrist on (B)(6) 2016. The consumer could not remember if the fall was before or after the symptoms returned, but it was around the same time frame. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.